Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as a red, dry and scaly rash underneath the sensor patch adhesive. Sensor was inserted at the arm on (B)(6) 2015. Patient treats the affected area with tegaderm, skin tac and hydrocortisone cream, prescribed by physician on (B)(6) 2015. Patient's mother reported that the patient is still experiencing skin reactions to the adhesive. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.